Event description:
The customer observed falsely elevated (B)(6) total bilirubin results for one patient on the architect c4000 analyzer. The following data was provided: 18 mg/dl (reported out), 16 mg/dl (ran the day before and the physician questioned it). The sample was sent to a sister lab: initial 14 mg/dl, and repeated 3 days later (and it had been frozen) 13 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The suspect medical device was changed from clinical chemistry bilirubin calibrator list 08g62-20, lot 43016uq09 manufactured at abbott manufacturing, irving texas to clinical chemistry total bilirubin list 06l45-21, unknown lot number, also manufactured at abbott manufacturing, (B)(4). MDR 1628664-2013-00110 has been submitted and all further information will be documented in that MDR. Note in the previous follow up the incorrect MDR number was referenced. Incorrect: 1628664-2013-00001, correct: 1628664-2013-00110. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The suspect medical device was changed from clinical chemistry bilirubin calibrator list 08g62-20 lot 43016uq09 manufactured at abbott manufacturing, (B)(4) to clinical chemistry total bilirubin list 06l45-21, unknown lot number, also manufactured at abbott manufacturing, irving texas. MDR 1628664-2013-00001 has been submitted and all further information will be documented in that MDR. An evaluation is in process.